Manufacturer narrative:
Fowler gas spring cylinder.

Event description:
It was reported by service report that the fowler would drift very slowly after it was raised with the controls. No pt involvement or adverse consequences are reported.